Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had been exposed to fluid from pool water and alarmed motor error during a reservoir set change. The blood glucose reading was 216 mg/dl. The customer stated that she could see water in the display screen after she had jumped into a pool with the device still on. She added that the insulin pump also alarmed no delivery prior to the motor error alarm, but she declined troubleshooting assistance for it. She advised that she had changed the infusion set due to a blockage. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.